Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. The location of the device is currently unknown. No additional adverse patient effects were reported. No additional information was available.

Manufacturer narrative:
Supplemental submitted to include additional information that changed fields b5 and f10.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. No additional information was available. Additional information was received that the deep brain stimulation (dbs) patient underwent an explant procedure due to battery has reached end of service, the patient is doing great post operatively. The location of the device is currently unknown.